Event description:
A caller reported a malfunction on their pump, indicated by a malfunction code. It was noted that there were no notable events leading up to the malfunction and the issue did not adversely impact the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, addressing the issue effectively.